Event description:
(B)(4) is a duplicate complaint and will be cancelled.

Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate of pr (B)(4) after the MDR was submitted.

Event description:
It was reported that the bd syringe 3ml ll w/ndl 18x1-1/2 blunt fill plunger rod was broken /damaged. The following information was provided by the initial reporter: material # 305060, batch # 5150321. Verbatim: rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer and cc xxx and xxx on any future communication. Injuries or adverse event: no. Item: 305060, quantity affected: (B)(4) ea, serial/lot number: (B)(6), po: (B)(4). Are any samples available for return? Yes. Reported issue: 08/11 per cst xxx: on three occasion registered nurse notice the 3 ml syringe were defeated. The rns reports the plungers broke in half during administration of the medication. This cause the barrel to link the medication prior to giving an injection. No harm came to the patient. Exp date - 4/30/2030.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.